Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, as the first delivery catheter system (dcs) was unable to advance through the patient's calcified anatomy. Scratches approximately 1 centimeter on the first dcs was noted around the middle of the capsule. Subsequently, a new valve and dcs were used through direct aortic access resulting in a procedure delay.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve via femoral access, a balloon dilation was performed at the iliac arteries due to the patient's thick calcification using an 8 millimeter (mm) balloon twice. It was noted that the minimal diameter of the access vessel was 5 mm. Upon delivery catheter system (dcs) insertion, the dcs was unable to advance through the vessels, and a bend in the capsule was observed. Three attempts were made to advance the dcs; however, a scratch was noted on the cover of the dcs. The physician noted the patient's calcification was hard and sharp. Subsequently, the valve was not implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: {evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.